Manufacturer narrative:
The customer was sent a quote for service. The quote was closed as it was not approved by the customer. The case was subsequently closed. No parts were replaced as the quote for service was not approved by the customer.

Manufacturer narrative:
Upon further investigation, it was found that this complaint was reported in error. This is a duplicate of another complaint that was reported in MFR report number 2031642-2021-03222. This failure along with repair information and root cause analysis were all reported under 2031642-2021-03222.

Manufacturer narrative:
Date of event: (B)(6) 2021. 09mar2021 .

Event description:
It was reported to philips that the device had an alarm led (light emitting diode) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.